Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for a routine follow up. The patient reported experiencing a shock sensation at the implant site and down his arm for about a month. The implantable cardioverter defibrillator was manipulated with atrial pacing at maximum output and then again on the right ventricular lead. Both tests reproduced the reported sensation. All other electrical values were stable. On (B)(6) 2018, the patient presented for a pocket exploration procedure. Upon interrogation of the device, it was discovered that the right ventricular lead threshold had increased since his last visit. The pocket was opened to inspect the device and leads. The right ventricular lead exhibited degradation near the proximal end and the lead was capped and replaced on (B)(6) 2018. Further inspection and testing of the device and other leads could not reproduce the sensation. The procedure was concluded with the patient in stable condition.

Manufacturer narrative:
A partial lead was returned in two pieces measuring 7.0 and 13.6 cm respectively. The damage found was sustained during the surgical procedure. The portion of the lead that was return was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.